Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "scope communication error (e315)" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: auxiliary jet tube has foreign objects, nozzle has foreign objects and adhesive around light guide lens has foreign objects. Based on the results of the investigation, a probable root cause of the customer allegation could not be identified. The most probable cause for the foreign material is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the gastrointestinal videoscope had an error e315 occur during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.